Event description:
In 2002, the center reported that the patient's performance was lower than expected. The patient was seen by a company representative for device evaluation. Testing performed confirmed the device was functioning; reprogramming was recommended. In 2003, the center reported that one electrode would not stimulate. Additional programming adjustments were made. 4 days later, results of integrity testing indicated electrical current spreads along the array. It is not clear if this is patient or device related. Explant surgery is to be scheduled.